Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred 1 hour and 46 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed. There was no visible damage or defect on the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient did not complete treatment due to an issue with the patient¿s access being blocked (not a fresenius device). The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: this complaint is a duplicate of MFR report # 1713747-2019-00327 and was inadvertently submitted. All relevant information will be captured in MFR report # 1713747-2019-00327 and no updates will be made to this report.